Manufacturer narrative:
Corrected to adverse event in initial MDR. Corrected to no, device evaluation anticipated but not yet begun, in initial MDR. (B)(4).

Manufacturer narrative:
Device evaluation: lens returned dry in a micro centrifuge vial with clear surgical residue on the lens. Visual inspection found no visible damage and foreign residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -18.00/4.5/101 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Loss of bcva (pre-op bcva = 20/80 post-op bcva = 20/500) and elevated iop (40 mmhg) without pupil block and angle closure were observed on (B)(6) 2019. Lens was removed on (B)(6) 2019. Per reporter, patients condition on last visit, (B)(6) 2019, iop 38 mmhg, corneal edema, mydriasis, photophobia, blurred vision, pain. Reporter indicated on (B)(6) 2019, that patient received treatment for high iop, dilating drops with steroids and non-steroids. "No more corneal edema after" lens removal. After lens removal, surgeon chose cle (clear lens extraction) to resolve the refractive issue. The patient is fine. The reporter indicated that cause of the event was patient related factor.